Manufacturer narrative:
(B)(4). Report source: foreign source - (B)(6). Customer has indicated that the product will not be returned to orthopediatrics for investigation as the screw shaft remained in patient's bone. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was not confirmed as no photographs or radiographs were provided, complaint component remained implanted. DHR review was unable to be performed as the lot number of the component involved in the event is unknown. Root cause was unable to be determined.

Event description:
It has been reported that during implantation of a locking cannulated blade plate, a screw fractured during insertion. To remove the body of the screw the blade plate would have needed to be removed, therefore, the surgeon drilled directly below the broken screw body to insert a new screw. No adverse events have been reported as a result of the malfunction.